Event description:
It was reported that the pt underwent the mini-invasive spinal procedure to implant posterior fixation at l4-l5. The set screws could not be broken off at both sides l4. The thread was damaged, so both pedicle screws and set screws were replaced to the new screws. The procedure was completed without any further complications

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog #8670855, 510# k000453 was cleared in the united states. The implants were not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specs.

Manufacturer narrative:
Visually and optically confirmed the thread crest and flanks are damaged; damage appears to have initiated at the start of the thread, consistent with set screw cross-threading. Dimensional evaluation of multiple axial screw head found outer diameter dimension found to be within specification at the top of the head. The base of threaded area of head found to be within specification.